Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  deflation.

Event description:
Patient reported left side ¿deflation, lumps, breast pain, rashes, swelling¿ and later reported "inflammation". Healthcare professional later reported "nodule is confirmed." Physician later reported capsular contracture baker grade iii/IV. Device has been explanted and discarded.

Event description:
Patient reported left side ¿deflation, lumps, breast pain, rashes, swelling¿ and . Healthcare professional reported nodule is confirmed. Patient reported inflammation, stomach pain, and breast pain. Physician later reported left capsular contracture bake grade iii/IV. Device has been explanted. Capsulectomy performed.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.